Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously low triglyceride (tg) results generated by their unicel dxc 600 pro synchron clinical system. This customer had previously been working with bec field service engineer (fse) for cuvette water blank failures on the dxc600pro instrument. Fse needed to return the following day with parts. The customer continued to run the instrument and then noticed flags occurring for very low tg results. The customer indicated they were getting values around 10mg/dl for tg. The customer ran qc material and it was out very low on level 1 at 9 mg/dl (range 92-108 mg/dl). Level 3 read erratic at 249, 262, 228 mg/dl (range 224-252 mg/dl). The customer then reran 15 patient samples on their dxc 600 pro that were previously reported out of the laboratory. Five out of the fifteen were erroneously low and results were amended. The physicians were notified and confirmed there was no affect to patient treatment. No additional patient information was provided.

Manufacturer narrative:
Bec field service engineer (fse) went on-site and replaced the 3 wash vacuum probe assemblies and the wash solution canister and this resolved the issue. Although multiple parts were replaced for the cartridge (cc) side of the instrument, a clear root cause for this event is unknown.